Event description:
Meter was not powering on. The patient did not have any symptoms at the time of attempting to test. Patient contacted patient's physician when patient realized patient's meter was not working. The patient did have high blood sugar symptoms when calling the physician. The patient's blood sugar was not tested at the physician's , nor was the patient given any treatment patient did report that physician gave him oral medication. The issue with the meter was not resolved. Based on the information provided, there is evidence of a meter malfunction, howeverm there is no evidence of a serious injury. A new meter is being sent to the patient.